Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was informed by the hospital about how the blood entered the ep pack and that the safety switch was covered with blood. A new ep pack has been installed and the problem was solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system tripped a lim alarm and blood entered the ep pack during a procedure. There was no report of patient injury.